Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and initial approach of initial surgical procedure? Other relevant patient comorbidities? Product code and lot number? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure diagnostic confirmation? Describe results of treatment with local estrogen? Are there medical/surgical intervention for exposure planned or performed? Please provide dates and surgical findings of treatment. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was reported that the patient experienced asymptomatic exposure of mid-line vagina. Treatment was local estrogen and review 6 weeks. Device remains implanted. Additional information has been requested.